Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that deployment was carried out as per dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to stent failed/unable to open. An assignable cause of anticipated procedural complication will be assigned to the reported patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure of stent assisted coil embolization for basilar top aneurysm in 24 year old female patient, after the stent was properly positioned for deployment by aligning the stent ro marker across the aneurysm, the stent (subject device) was deployed from basilar artery to pca (posterior cerebral artery). But stent distal did not unfold at all. The proximal was spread out so all three markers were visible, but all distal markers were not visible because distal was not spread at all. After the procedure, the doctor said that the patient had thrombosis, thrombosis was formed near where the stent was not extended. So she required medication, details of which is not available. It is unknown if the thrombosis was related to the stent.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that during the procedure of stent assisted coil embolization for basilar top aneurysm in (B)(6) year old female patient, after the stent was properly positioned for deployment by aligning the stent ro marker across the aneurysm, the stent (subject device) was deployed from basilar artery to pca (posterior cerebral artery). But stent distal did not unfold at all. The proximal was spread out so all three markers were visible, but all distal markers were not visible because distal was not spread at all. After the procedure, the doctor said that the patient had thrombosis, thrombosis was formed near where the stent was not extended. So she required medication, details of which is not available. It is unknown if the thrombosis was related to the stent.